Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. Upon evaluation it was noted that the screw fractured approximately 1/3 of the screw length from the screw head. The screw was measured and found to be within specifications. There were no signs of manufacturing defects. There are visible signs of wear on the surface at the break point. The surface features of the break appear to be of unidirectional and rotational bending fatigue. This may have been caused by the screw hole becoming widened, and allowing the screw to receive more than normal bending moments. It is not possible the determine the exact cause of the break.

Event description:
Patient had reported having continued pain, x-rays were taken revealing a broken screw at s1. Revision took place on (B)(6) 2015 to remove the broken revolve screw.